Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no abnormity noticed during inspection of implantable pulse generator (ipg) prior to use. During the operation, when connecting the ventricular lead to the ipg, there was no sound indicating the lead was fixed, there was no ventricular pacing signal. Physician replaced the ipg with another device to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.